Manufacturer narrative:
(B)(4). The reported backup vvi was confirmed in the laboratory and was due to a checksum error.

Event description:
It was reported when the device was interrogated, the device went into backup vvi mode. The device was explanted and replaced. No further information is available.